Manufacturer narrative:
A stryker field service representative evaluated the customer's device and verified the reported issue. It was observed that the cause was due to the speaker. The customer will be provided with a replacement device.

Event description:
A customer contacted stryker to report that the audio prompts provided by their device crackles intermittently and noise was present in the guidance. As a result, a lay user may not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the audio prompts provided by their device crackles intermittently and noise was present in the guidance. As a result, a lay user may not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was able to duplicate the reported issue. The audio output was found to be gravelly, but still could be understood. The root cause of the reported issue was determined to be due to the audio harness assembly.